Manufacturer narrative:
It was reported in a follow up with their doctor, that the lesion had worsened to different sites. The patient had completed a 4 month course of a oral antibiotic called azithromycin.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a infection. For treatment, the doctor did a biopsy and culture of the lesions. The bacteria came back as mycobacterium chelonae. The patient was also given antibiotics azithromycin at 10ml daily for a total of four months. No further details to report.